Event description:
It was reported that customer received a minimum fill notification while attempting to load cartridge and was unable to resolve issue by reloading same cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer removed pump from case, cleaned pneumatic tap area, and then, with guidance from technical support, filled and loaded new cartridge using proper technique, which resolved issue and allowed insulin delivery to resume, and technical support also created goodwill order for replacement cartridges and added temporary address as requested.